Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely, the following led to the malfunction, due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation and a correction to g3 of the initital medwatch report. Correction to g3 of the initial medwatch. The aware date should be 07-september-2023. The device was returned to olympus for inspection and the customer's complaint (error code 315 and no white balance) was not confirmed. However, during the device evaluation, it was confirmed that there was no image due to a faulty printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the video processor had no image, error code e315, and no white balance possible. The issue was found during preparation for use. There was no report of patient or procedural involvement associated with the event.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation but has not yet been received. A follow up with the user facility is currently being performed and the investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.